Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. No prime alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.